Manufacturer narrative:
S/w ver. 4.11h. Retainer ring = black. On (B)(6) 2021 the customer reported a blank display after changing the battery and a "stuck button" alarm. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the corner of the belt clip rail, cracked middle (enter) keypad button, scratched case. Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms that the following battery alarms/alerts occurred around the event date: 58=failed battery test alert--18+ alarms on (B)(6) 2021. The adapt tool confirms 3 61=stuck button alarms on (B)(6) 2021 @ 07:47, 07:57, and 08:04. The adapt tool did not list any pump errors which could potentially trigger a critical pump error. The case was cut open. After visual inspection, there are signs of corrosion around pcba1--da1. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test. In summary, the customer¿s report of a blank display and a "stuck button" alarm was not confirmed during testing; however visual inspection revealed signs of previous moisture presence around pcba1-da1--a key component of the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did press a button down for 3 minutes or longer. Customer was able to clear the alarm and buttons were responding. Customer stated insulin pump had blank display. No harm requiring medical intervention was reported. The device will not be returned for analysis.